Event description:
The customer reported that there was an x-ray switch stuck error. This error may prevent the system from completely booting up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.